Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ilet pump displayed an insulin occlusion alert, prompting disconnection from the infusion site and performance of a fill tubing procedure that showed drops, followed by a full supply change of the infusion set (inset 23 inch, 6 mm). Symptoms included no reported changes in blood glucose. Outcomes included continued monitoring without hospitalization. Investigation included customer care troubleshooting, verification of insulin flow through tubing, and education on supply change. Investigation of this case revealed an occlusion alert that resolved after replacing the infusion set, consistent with an infusion set or tubing occlusion. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set obstruction resolved by supply replacement.